Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was visually inspected and two symmetrical cracks were found on the opening of the cap. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps were found cracked after being connected to the transfer set. The issue was observed during use for peritoneal dialysis therapy. There was no allegation against the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.